Event description:
It was reported that non sustained right ventricular oversensing thought to be due to post paced t wave oversensing and later determined to be due to noise on the right ventricular (rv) lead was received. Programming changes were made but were not enough to cover the oversensed signal. Right ventricular lead revision was discussed. There were no reported patient consequences.